Event description:
The surgery center reported that an intraocular lens (iol) explanted from a patient¿s right eye in a secondary surgical procedure due to myopic refractive error. Poor uncorrected distance visual acuity was indicated. The patient elected for exchange of iol. Vision pre-operative: 20/50 uncorrected visual acuity (ucva); 20/25 best corrected visual acuity (bcva). Vision post-operative: 20/100 ucva (edema from iol exchange). The edema was confirmed be the customer to be just a normal post-op edema which lasted approximately 2 weeks and it has been resolved. The patient's visual acuity (va) is good (20/25 uncorrected). There was no delay in procedure reported. No vitrectomy, no incision enlargement and no sutures required, and no medication outside the standard of care was prescribed. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2023 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.